Event description:
It was reported that past events of noise were observed on the atrial lead. The noise was not reproducible. All electrical measurements were normal. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.